Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient surgery in (B)(6) 2016 was to replace battery only due to normal battery depletion; however at that surgery they found impedances of over 4000 so they continued with the battery replacement but could not replace lead at that time and scheduled that for march. So at the march surgery only the lead was replaced with replaced lead impedances resolved. The stimulation felt in correct area after surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0555505v, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare provider (hcp) via a manufacturing representative reported the lead had impedance of greater than 4000 ohms. No symptoms were associated with the event. Additional information received reported the issue was found when the lead was reconnected to new battery after previous battery was dead and replaced. Lead was replaced and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.